Manufacturer narrative:
Patient date of birth and weight unavailable from facility.

Event description:
Procedure performed to treat a lesion in the circumflex artery. A elca catheter was used for the treatment. During the procedure, a perforation occurred. The perforation was treated successfully; the patient survived the procedure.